Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the device was used in advanced homeostasis modality more times. During use in min mode there was difficulty in opening the device. Once retracted, the device had the white pad detached. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # p91t9u. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. The device was mechanically tested and opened and closed as intended. The device was connected to a test handpiece and functionality tested on a gen11. An alert screen was displayed and no further functional testing could be performed. Due to the device returned condition we were unable to test the blade. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.